Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small air bubbles (1mm wide) were noted in the infusion set tubing. There was no impact to the customer's blood glucose level. The customer was able to prime out the bubbles and resume insulin delivery. The customer was instructed regarding the proper load process.